Event description:
It was reported that, during set up for a thr, the tip of the polarcup impactor handle was noticed to be bent from over use. Surgery was performed, without any delay, with a back-up device instead. As this was noticed during set up, patient was not yet involved. Upon visual analysis, a polarcup reducer part for impactor was received and was noticed to be fractured.

Manufacturer narrative:
H6: it was reported that, during set up for a total hip replacement surgery (thr), the tip of the polarcup impactor handle (case-(B)(4)) was noticed to be bent from over use. Surgery was performed, without any delay, with a back-up device instead. As this was noticed during set up, patient was not yet involved. Upon visual analysis, a polarcup reducer part for impactor was received and was noticed to be fractured. The device intended for use in treatment has been returned for investigation. Upon visual inspection, the reported failure mode of the product could be confirmed. The device is heavily scratched, bent and additionally fractured/deformed into two (2) pieces. Due to the scratches, the batch number is not readable anymore. The product documentation review could not be performed due to unreadable batch number. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A complaint history review was performed. The current complaint is in line with the complaint review on part level. Based on the performed investigations, the reported failure mode can be confirmed. Normal wear and tear through repeated usage is known to contribute to the reported event. Based on the available information, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopedics ag" all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint is considered closed.